Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. Initial reporter facility name: (B)(6). Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the bd venflon¿ pro safety needle protected IV cannula experienced needle insertion difficult and blowing veins. The following information was provided by the initial reporter: difficult insertion, bleeding from the side holes of the mandrel.